Event description:
The customer reported an altitude alarm from the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer did not need to replace the cartridge and was able to resume insulin delivery with the original cartridge after receiving prevention tips for altitude alarms from the support team, which were understood and acknowledged.